Event description:
Procedure: laparoscopic colon. Reportedly, the surgery was performed and the device appeared to work fine. The surgeon reports the proper device tones were heard and there were no reported issues. After the surgery the pt had to be transfused due to bleeding. The surgeon was hesitant to attribute this directly to any specific event or device because transfusion could happen after any surgery. The surgeon did state he uses the devices often and this has not occurred prior to this incident.